Manufacturer narrative:
The insulin pump was received with missing keypad overlay. The insulin pump was also received with unresponsive buttons due to corroded keypad traces. Analysis was unable to perform displacement test due to unresponsive buttons. The insulin pump was received with missing display window cover, minor scratched lcd window and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the dome label was loose and the insulin pump was exposed to water. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.